Manufacturer narrative:
Weight - (B)(6) kgs. Ethnicity - requested, not provided . Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. -

Event description:
Terumo medical received user facility medwatch (B)(4) on march 12, 2018 that reported the following: "patient was having left heart catheterization, coronary angiogram, coronary angioplasty, coronary stent placement, left ventriculogram, iliofemoral angiogram, and vascular closure placement. On (B)(6) 2018 while the physician was deploying the closure device, the device broke. Vascular surgery consult obtained; doppler study of right lower extremity showed no evidence of significant disease above the knee; blunted monophasic waveforms in the distal posterior tibial artery, peroneal artery and anterior tibial artery, per vascular surgery, patient without symptoms of occlusion, no pain. Patient discharged on (B)(6) 2018." Additional information was received on 3/21/2018. The vascular consultant cleared the patient. No medical or surgical intervention performed to remove anchor. There was no disease present in the access site of the artery. There was no additional pull force used during the deployment. There was visual confirmation of the device showing that the anchor was missing. Angiography was performed to locate the anchor. The anchor was found in the right femoral artery.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 3/21/2018. The collagen was not deployed.